Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleged alleged seeing particles in tubing/chamber and having cancer, not breathing correctly while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging seeing particles in tubing/chamber and having cancer, not breathing an issue related to a CPAP device's. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown gray contamination in and on the iso port. Slight fibrous contamination was also present at this location, slight dust-like contamination inside the bottom enclosure, there were potential mineral deposits on the blower motor and the blower box, indicating potential water ingress. There was a black contamination, consistent with keratin, at the air outlet of the blower box, observed an unknown white (dust like) contaminant on top of blower motor and on the inner rim of the bottom of the blower motor, dust-like and fibrous contamination was present on the blower outlet seal. The device's downloaded event log was reviewed by the manufacturer and found two error code, the manufacturer applied power to the device and verified airflow. The manufacturer concluded that was unable confirm the patient's complaint of particles in the device. Manufacturer can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam, likely from an external source. Manufacturer is unable to address the patient's symptoms and found no evidence of sound abatement foam degradation or breakdown.